Event description:
Information received by medtronic indicated that the customer reported a pump error alarm. No harm requiring any medical intervention was reported. Troubleshooting was performed and issue was resolved successfully. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Updated narrative: the insulin pump had pump error alarm. Customer stated that the insulin pump was able to clear the alarm and able to rewind. The insulin pump was passed in displacement verification table test. The insulin pump was exposed to high magnetic environment.

Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Manufacturer narrative:
Retainer = black. Customer returned the insulin pump for alleged insulin pump error alarm and high magnetic environment exposure reported on july 30, 2022. The insulin pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at .08715 inches. The insulin pump trace and history files were successfully downloaded utilizing thus. A review of the downloaded history files reveals there are two insulin pump error mfda alarms (july 15, 2022. At 01:58 and july 30, 2022. At 04:59) that occurred. The insulin pump was cut open for visual inspection. No evidence of physical damage or moisture damage on the electronic assembly the motor, or the force sensor noted and the motor flex cable on electrical board was locked properly. The motor was tested outside of the insulin pump on the ngp stb3 and passed. No insulin pump error alarm noted during testing and is expected if the insulin pump experienced strong magnetic field the insulin pump behaved as expected) this may have been an intermittent failure that was not detected during our testing, fault isolated to the motor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case and pillowing keypad overlay. Insulin pump error mfda alarm with possible high magnetic environment exposure anomaly is confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.